Manufacturer narrative:
Corrected section: device codes changed to failure to cut. Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 11/08/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. A temperature and resistance evaluation was conducted to evaluate the device function in regards to the reported failure to cut. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An activation and transection capability test was performed over four (4) repetitions using "max life test method." The device was able to transect the tissue. Based on the returned condition of the device and the evaluation results, the reported failure "failure to cut" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent". Specific  actions  for  the analyzed failure mode "material twisted/bent; wire" are  being  maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.